Event description:
Reportedly, upon advancing of the pouch, the shaft of the instrument broke and detached in the patients cavity. Shaft could be retrieved. Surgery was finished with the defective instrument. No patient injury.